Event description:
Per the clinic, the patient developed an abscess at the abutment site. The patient was placed under general anesthesia on (B)(6) 2020, in order to remove the abutment. The implanted device remains.